Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with an unspecified mentor smooth saline breast prosthesis that deflated post implantation. Deflation of the patient¿s left breast prosthesis was diagnosed via an exam. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
On 02-jan-2024, mentor received additional information about the event. The patient had both breast prostheses explanted and they were replaced with mentor memorygel breast implant 255cc gel breast prostheses. On 11-jan-2024, mentor received additional information about the event. Information about both of the patient¿s explanted breast prostheses was reported: device #1: catalog #3503380, lot #5799044. Device #2: catalog #3503330, lot #5663976. It is currently unknown which of the two devices is the patient¿s deflated left breast prosthesis. If clarification is received, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 23, 2024, mentor received two devices for evaluation. On january 25, 2024, device #2: catalog #3503330 lot 5663976 was found to be deflated with wear damage and determined to be the complaint device. As such, the following fields were updated: brand name: mentor smooth round high profile. Lot: 5663976. Catalog: 3503330. Expiration date: 2/16/2010. UDI: (B)(4). Device manufacture date: 2/17/2006. On january 26, 2024, mentor completed a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to the mentor procedure, and it revealed (2) two punctures on the anterior view, both measuring approximately 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the punctures, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).